Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported display fault and device failure to complete its internal self-test was due to a defective main circuit board (pcb) and pneumatic block. The main pcb and pneumatic block were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable display and during servicing failed to complete its internal self-test. There was no patient injury reported as a result of this incident.